Event description:
Caller reported a malfunction on the pump, specifically referencing a malfunction code malf 12, which had been resettable. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.